Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out, the physician visually noted insulation breach with discoloration on the right ventricular lead. All tests were stable. The lead remains implanted. The patient was stable and will continue to be monitored.